Manufacturer narrative:
Although the exact patient age is unknown, the patient is over the age of 18. (B)(4) relates to (B)(4) for the reported event of tip detachment. (B)(4): medical intervention required. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip of the device had detached. Only the fractured distal tip was returned by the site. The detached tip presents a zone with melted material, no fracture was observed. No material anomalies were found. The region that presented wire separation shows evidence of exposure to high temperature, producing melting of the metal. There is no evidence to determine if melting of the metal was the cause of separation or if it occurred after separation. Taking into consideration the results, the visual inspection performed and the event description, it is not possible determine the cause or probable cause of separation from the distal tip section; therefore, ¿undeterminable¿ is the selected code for this event. A DHR (device history record) review was performed and no deviation was found. Labeling review performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during the procedure the tip of the guidewire detached into the patients common bile duct. The procedure had been completed with this guidewire. The detached fragment was then recovered by using a trapezoid basket. There were no patient complications and the patient's condition has been described as "fine."

Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2011. According to the complaint, during the procedure the tip of the guidewire detached into the patient's common bile duct. The procedure had been completed with this guidewire. The detached fragment was then recovered by using a trapezoid basket. There were no patient complications and the patient's condition has been described as "fine."